Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the rp bleed is unknown; however it should be noted that patients undergoing anticoagulant therapy may be at a higher risk for bleeding events. The root cause of the intravascular sealant misdeployment may have been attributed to the user not following instructions for use (IFU) recommendation, resulting in the sealant being deployed inside the vessel. It was reported that the balloon placement was not confirmed by using 50/50 contrast. It was suspected that the balloon was abutting calcium in the artery and it was occlusive to blood flow; therefore, it was thought the mynx device was at the arteriotomy. The balloon's placement abutting the arteriotomy provides both temporary hemostasis and a barrier to the ingress of sealant into the arteriotomy. Per the mynx instruction for use (IFU), the following recommendation is given: "if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy." Users are also given the following instructions: "withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy." "While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis." The IFU also cautions users that "serious adverse events might result with the use of the mynx vascular closure device (vcd) in vessels not suitable for the use of the device." The IFU instructs users not to use the mynx vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history review or the return of the device, it is not possible to determine if the reported events could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the sealant of a mynxgrip vascular closure device was deployed in the bifurcation of the right superficial femoral artery (sfa) and the profunda, causing an occlusion to both. The mynx device was used following an interventional peripheral procedure. Access was obtained via an antegrade approach. There were no multiple stick punctures nor any sheath exchanges. Balloon placement was not confirmed by using 50/50 contrast. It was suspected that the balloon was abutting calcium in the artery and it was occlusive to blood flow. When tension was released, blood would flow and when tension was maintained blood flow stopped therefore, it was thought that the mynx device was at the arteriotomy. Temporary hemostasis was achieved with the procedural sheath still in place. Post mynx deployment, a retroperitoneal (rp) bleed was noted. Manual pressure of 30 minutes or less was applied because the patient was oozing blood. A hawkone device was used to remove the sealant and open flow to the sfa; however the total occlusion in the profunda could not be accessed with an interventional wire, so the intervention was not possible and the profunda remained occluded. The deploying physician consulted with vascular surgery and a decision was made to not repair the profunda with an open surgery procedure. A total of 105 minutes of fluoro time was used during the procedure. The patient was hospitalized due to the event. Additional information was requested, but unknown.